Manufacturer narrative:
The urf-p6r flexible scope, sn : (B)(4) was received for evaluation. Visual inspection on the received condition was performed and found that the bending section skeleton tab is protruding from the bending section cover at the insertion tube side. The skeleton tab was found bent and exposed. The bending section skeleton tab is severely bent and the broken skeleton is detached/broken with no signs of any sharp edges. The light fibers were exposed due to the broken light guide bundles. Based on the device evaluation the cause of the broken bending section skeleton, broken light guide bundle and bent skeleton tab is due to excessive force and/or stress. The instruction manual states the following; ¿do not twist or bend the bending section with your hands¿. Additionally, the instructions for safe use manual indicate that, damage to the bending section would happen if excessive force was applied while angulating in the opposite direction if there was no movement from the bending section; this would occur more so in a narrow environment.

Event description:
It was reported that the scope has exposed metal protruding and broken fibers. There was no patient or user harm and injury reported to this event.